Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed an error after battery change. The insulin pump beeped without message in the display. There were multiple error alarms in the history of the device. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
No alarms for an unexpected restart, a history error, or a random access memory error or audio anomalies were noted during testing. The insulin pump passed the unexpected restart error test and the self test. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.